Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: the device has been repaired and the cmos chip replaced.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
There are dots in the image, a/w connector is loosened. Service detected also an electrical safety test failure. This event occurred at the time of before use. There was no report of patient harm.